Event description:
It was reported that a school nurse managing a student on ilet bionic pancreas therapy observed recurrent hypoglycemia during school hours, including sequential sensor readings of 70 mg/dl with a downward trend followed by 55 mg/dl and 54 mg/dl despite stepwise oral carbohydrate treatment with juice, fruit snacks, and a 20 g carbohydrate bar; education on appropriate timing for treatment and rechecks was provided, additional training was assigned, and the nurse was transferred to a partner organization for further guidance. Symptoms included low blood glucose with ongoing downward trend indicators. Outcomes included prolonged time to return to target range and missed class time. Investigation included user counseling on hypoglycemia treatment timing and assignment of additional training resources. Investigation of this case revealed no specific device malfunction and suggested that premature retreatment based on symptoms rather than confirmed glucose rechecks could contribute to perceived persistent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error in low treatment timing and monitoring. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.